Event description:
Additional information received states that this device was electively replaced with no adverse patient effects from the procedure.

Manufacturer narrative:
This device has been returned and is currently undergoing analysis. Additional information will be provided when analysis has been completed.

Event description:
Boston scientific received information that a red alert was triggered from the patient's home monitor system for this device being at end of life (eol). The device has reached eol due to its charge time of 32.3 seconds with a monitor voltage of 2.56 volts. A revision procedure has been scheduled for the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Manufacturer narrative:
At this time the device remains in service. Should additional information become available this investigation will be updated.